Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; 6570-0-536; 63964001. Size 4 accolade ii 127 deg; 6721-0435 ; 82109303. Tridentii tritanium cluster52e; 702-04-52e ; 80713701a. 6.5mm low profile hex screw 35mm; 7030-6535; 4vj. 6.5mm low profile hex screw 25mm; 7030-6525; 28a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pt. Presented with draining of his surgical wound, from a [left] tha performed on (B)(6) 2021. Dr. Swapped out the ¿femoral head and liner¿ as part of his I&d protocol. Explanted items from the (B)(6) 2021 surgery were the femoral head and x3 insert. Surgeon opted to swap head-taper as well by use of a v40/c-taper sleeve. No complaints filed against implants, explants are not available for return as per hospital-policy, no further info available." Spoke to rep: infection is suspected but not confirmed yet.